Event description:
It was reported that upon interrogation, a software reset was observed. The device was electively replaced due to an upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.